Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pla280300j/20288461.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprostheses to treat a proximal endoleak from a previously implanted endurant stent graft. A gore® aortic extender endoprosthesis was deployed without issue and placed proximally; but migrated distally post deployment (distance unknown). A second aortic extender was then advanced and during deployment a strong resistance was felt when pulling the deployment line. It was also reported that the delivery catheter was bent near the leading olive. Deployment was continued and the stent graft was deployed with the delivery catheter bent, and the stent graft deployed on the distal side other than in the intended location. As deployment of the aortic extenders did not resolve the endoleak, the patient was converted to open repair and all stent grafts were explanted. It was reported that the preoperative plan was to perform a laparotomy if the endoleak did not resolved after placement of the aortic extender(s). The physician stated that he experienced strange deployment behavior with the second device. The explanted devices and delivery catheter were discarded at the site and unavailable for analysis by gore. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 22: according to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: endoprosthesis: improper component placement; component migration.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.